Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for bleeding, psych injury and migration- yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: new pfs received- new events added: abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, migration were added.outcome of events pain, bleeding from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was performed; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device:uterine cavity/essure coils are seen in the uterine fundus') in a (B)(6) female patient who had essure (batch no. 863569,857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, multi gravida, parity 4, gerd, kidney stones, vaginal dryness, oligomenorrhea, weight gain, hemiparesis, bipolar disorder, trauma, breast cancer, backache, sleep apnea, joint pain, night sweats and hair loss. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012, norethisterone acetate (norethindrone) from (B)(6) 2011 to (B)(6) 2012, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), mood altered ("moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression,"), anxiety ("anxiety and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 month 29 days after insertion of essure. On an unknown date, the patient experienced psychological trauma ("psych injury"), genital haemorrhage ("bleeding") and post procedural complication ("post procedural complication"). The patient was treated with cefixime (flexeril), duloxetine hydrochloride (cymbalta), hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lithium, oxycodone, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), trazodone, venlafaxine and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved and the psychological trauma, hot flush, mood altered, depression, anxiety, dyspareunia, migraine, headache and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dyspareunia, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding, psych injury and migration- yes,discrepancy noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2011. There were physiologic cysts on the ovaries bilaterally. Cystoscopy following the tvt sling revealed a left trocar perforation, no peforation following repeat pass. Discrepancy noted in date of insertion (B)(6) 2011 (previously noted) and (B)(6) 2011, (B)(6) 2011 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Magnetic resonance imaging - on (B)(6) 2011: mild facet arthritis, mild-moderate degenerative disc disease. Posterior annular tear and minimal right central disc protrusion without nerve root impingement.. Ultrasound biliary tract - on (B)(6) 2012: gallbladder normal, fatty infiltration of the liver. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flashes, dyspareunia, moodiness, menorrhagia, migraine, depression lot number:857600 manufacture date:2011/05 expiration date:2014/05 lot number:863569 manufacture date:2011/05 expiration date:2014/05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received.outcome of event abnormal bleeding (vaginal) was updated as recovered resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device:uterine cavity/essure coils are seen in the uterine fundus') in a 36-year-old female patient who had essure (batch no. 863569,857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, multi gravida, parity 4, gerd, kidney stones, vaginal dryness, oligomenorrhea, weight gain, hemiparesis, bipolar disorder, trauma, breast cancer, backache, sleep apnea, joint pain, night sweats and hair loss. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6)2012, norethisterone acetate (norethindrone) from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), mood altered ("moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression,"), anxiety ("anxiety and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. On an unknown date, the patient experienced psychological trauma ("psych injury"). The patient was treated with cefixime (flexeril), duloxetine hydrochloride (cymbalta), hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lithium, oxycodone, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), trazodone, venlafaxine and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, psychological trauma, hot flush, mood altered, vaginal haemorrhage, depression, anxiety, dyspareunia, migraine and headache outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dyspareunia, headache, hot flush, menorrhagia, migraine, mood altered, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding, psych injury and migration- yes,discrepancy noted in essure insertion date as: (B)(6) 2011. There were physiologic cysts on the ovaries bilaterally. Cystoscopy following the tvt sling revealed a left trocar perforation, no peforation following repeat pass diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Nuclear magnetic resonance imaging - on (B)(6) 2011: mild facet arthritis, mild-moderate degenerative disc disease. Posterior annular tear and minimal right central disc protrusion without nerve root impingement.. Ultrasound biliary tract - on (B)(6) 2012: gallbladder normal, fatty infiltration of the liver. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flashes, dyspareunia, moodiness, menorrhagia, migraine, depression lot number:857600, manufacture date:2011/05, expiration date:2014/05. Lot number:863569, manufacture date: 2011/05, expiration date:2014/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device:uterine cavity/essure coils are seen in the uterine fundus') in a 36-year-old female patient who had essure (batch no. 863569, 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, multi gravida, parity 4, gerd, kidney stones, vaginal dryness, oligomenorrhea, weight gain, hemiparesis, bipolar disorder, trauma, breast cancer, backache, sleep apnea, joint pain, night sweats and hair loss. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension. Concomitant products included medroxyprogesterone acetate (depo provera) december 2011 to january 2012, norethisterone acetate (norethindrone acetate) from may 2011 to january 2012 and paracetamol (acetaminophen) since july 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), mood altered ("moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression,"), anxiety ("anxiety and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. On an unknown date, the patient experienced psychological trauma ("psych injury"). The patient was treated with cefixime (flexeril), duloxetine hydrochloride (cymbalta), hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lithium, oxycodone, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), trazodone, venlafaxine and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, psychological trauma, hot flush, mood altered, vaginal haemorrhage, depression, anxiety, dyspareunia, migraine and headache outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dyspareunia, headache, hot flush, menorrhagia, migraine, mood altered, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding, psych injury and migration- yes,discrepancy noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2011. There were physiologic cysts on the ovaries bilaterally. Cystoscopy following the tvt sling revealed a left trocar perforation, no peforation following repeat pass diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Nuclear magnetic resonance imaging - on (B)(6) 2011: mild facet arthritis, mild-moderate degenerative disc disease. Posterior annular tear and minimal right central disc protrusion without nerve root impingement. Ultrasound biliary tract - on (B)(6) 2012: gallbladder normal, fatty infiltration of the liver. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flashes, dyspareunia, moodiness, menorrhagia, migraine, depression. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and mr received, new reporter and product lot number were added, new event hot flashes, moodiness, abnormal bleeding (vaginal), depression, anxiety, dyspareunia, migraine, headache were added, historical and concomitant condition , lab data, concomitant and treatment drug were added, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device:uterine cavity/essure coils are seen in the uterine fundus') in a 36-year-old female patient who had essure (batch no. 863569,857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, multi gravida, parity 4, gerd, kidney stones, vaginal dryness, oligomenorrhea, weight gain, hemiparesis, bipolar disorder, trauma, breast cancer, backache, sleep apnea, joint pain, night sweats and hair loss. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012, norethisterone acetate (norethindrone) from (B)(6) 2011 to (B)(6) 2012, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), mood altered ("moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression,"), anxiety ("anxiety and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 month 29 days after insertion of essure. On an unknown date, the patient experienced psychological trauma ("psych injury"), genital haemorrhage ("bleeding") and post procedural complication ("post procedural complication"). The patient was treated with cefixime (flexeril), duloxetine hydrochloride (cymbalta), hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lithium, oxycodone, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), trazodone, venlafaxine and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, abdominal pain, menorrhagia and genital haemorrhage had resolved and the psychological trauma, hot flush, mood altered, vaginal haemorrhage, depression, anxiety, dyspareunia, migraine, headache and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dyspareunia, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding, psych injury and migration- yes,discrepancy noted in essure insertion date as: (B)(6) 2011 and (B)(6) 2011. There were physiologic cysts on the ovaries bilaterally. Cystoscopy following the tvt sling revealed a left trocar perforation, no peforation following repeat pass. Discrepancy noted in date of insertion (B)(6) 2011 (previously noted) and (B)(6) 2011, (B)(6) 2011 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Magnetic resonance imaging - on (B)(6) 2011: mild facet arthritis, mild-moderate degenerative disc disease. Posterior annular tear and minimal right central disc protrusion without nerve root impingement. Ultrasound biliary tract - on (B)(6) 2012: gallbladder normal, fatty infiltration of the liver. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flashes, dyspareunia, moodiness, menorrhagia, migraine, depression lot number:857600 manufacture date:2011/05, expiration date:2014/05. Lot number:863569 manufacture date:2011/05, expiration date:2014/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New event: post procedural complication, bleeding was received.new reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.